Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted, one in the cx and one in the lad. During the procedure, a grade b dissection occurred in the first diagonal, which was treated with implantation of a third resolute onyx des. Investigator assessed the event as not related to the index device or anti-platelet medication. Sponsor assessed the event as not related to the antiplatelet medication but possibly related to the device. Patient recovered.